Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are mni, mnh, kwp, and kwq. (B)(4). It was not reported that this device was explanted during the (B)(6) 2016 revision surgery. This device is not expected to be returned to the synthes manufacturer for investigation. (B)(6). (B)(4). Reason for revision surgery (pain) and was not reported to manufacturer until oct 18, 2016. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that revision surgery was performed (B)(6) 2016 due to postoperative pain. The patient was initially implanted with two (2) 6.0mm curved rods, two (2) 7.0mm click'x pedicle screws 40mm length, two (2) 6.2mm pedicle screws 45mm length, six (6) click'x locking caps for 3-d heads, four (4) 3-d heads for click'x screws, two (2) 6.2mm click'x pedicle screws preassembled 40mm, and chronos putty on (B)(6) 2011. There was no allegation of product malfunction and none of the original devices were reportedly removed during the (B)(6) 2016 revision surgery. During the surgery the surgeon extended the original construct. Related complaint, (B)(4) this report is 1 of 19 for (B)(4).